Manufacturer narrative:
Additional information was received indicating that immediately following implant of this annuloplasty ring, it was explanted and re placed due to persistent severe mitral regurgitation. There was no allegation against the device itself, as the necessitated replacement was attributed to the patient's native valve. No other adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If new information is received, or if the product is returned for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.